Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a cracked end cap. Unable to verify the motor error alarm due to the alarm during the basic occlusion test. The motor was tested outside of the device, and it passed. The pump also had a cracked end cap, cracked case near the lcd window corner, cracked lcd window, minor scratches on the lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and serial number label, and stained end cap label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
No blood glucose levels reported. The mother of the customer reported a compromised force sensor system error from the insulin pump. It was reported that the customer was unable to exit the preparing to prime loop on the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.